Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 693558 implantable tachy lead (B)(6) 2012; d314drg implantable cardioverter defibrillator (B)(6) 2012; t505u225 tissue valve (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient felt pain at the implant site. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were was explanted and there was no replacement system implanted. No patient complications have been reported as a result of this event.